Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-01197. It was reported that patient¿s body was rejecting the scs leads and therefore leads were protruding through skin. As a result, patient underwent a surgical procedure on (B)(6) 2018, and scs system was explanted. Patient is recovering and possible future implant is pending on allergy test results.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-01197. There has been no additional information with respect to the patient being allergic to the scs system. An additional implant procedure is not planned at this time.